Event description:
It was reported that a malfunction occurred on the pump with no notable events prior. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was reset with assistance from technical support, and the customer was instructed to continue using the pump and to call back if the malfunction recurred, which it did not.